Manufacturer narrative:
The investigation for the event is ongoing. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
Questionable results for three samples from one patient sample tested with dig digoxin on two cobas 6000 c (501) modules. The event involved three samples from the same patient. The patient's age was 88 years. The patient's weight was requested, but not provided. The patient's gender is female. The patient's race was requested, but not provided. The patient's ethnicity was requested, but not provided.

Manufacturer narrative:
Summary of investigation results: the investigation could not identify a product problem. The cause of the event could not be determined. On review on the medications taken by the patient, no cross-reactivity with the digoxin assay could be seen. Summary of follow up actions taken: none.